Event description:
It was reported that patient presented remotely. It was noted that insertable cardiac monitor (icm) exhibited premature discharge of battery and reached end of service. No intervention was performed. Patient condition was stable.